Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid arthroscope experienced concealed breaks in the light guide bundle. The issue occurred during a diagnostic nasal examination. The procedure was completed with the same device. There were no reports of patient harm or procedural delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection, and the broken light guide bundle was not confirmed; however, the lens was cracked inside. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the lens crack was likely due to excessive force due to the effect of a large mechanical force due to shock, fall or collision with other equipment. Olympus will continue to monitor field performance for this device.